Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve moderate paravalvular leak and aortic regurgitation were noted. The patient has been symptomatic with shortness of breath, but no intervention was initially performed. Five months following the implant of the valve a balloon aortic valvuloplasty (bav) was performed. Two days following the bav, a non-medtronic device was implanted valve-in-valve. Following the second valve implant, no adverse patient effects were reported.

Manufacturer narrative:
The valve remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.